Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that at a lead revision the physician was unable to reconnect the device. The set screw in the header of the device was backed out too much and it would not reengage to tighten. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.